Event description:
It was reported that during device replacement, it was noted that the insulation surrounding the df-1 connector had slid down over the df-1 pin when the connector was removed from the header. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.